Event description:
It was reported that the patient underwent a shoulder surgery on (B)(6) 2013 and was implanted with zimmer (B)(4) products which are: as inverse/reverse humeral cup 0.

Manufacturer narrative:
Although x-ray pictures were received for review, the manufacturer did not receive the devices nor surgical reports for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, once more substantial information is received or the devices are received and investigated, and updated report will be submitted. Zimmer ref numb cpt(B)(4).